Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in two pieces for analysis. Two external insulation abrasions were found distal to the suture sleeve, consistent with friction to another device or feature of the patient anatomy. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.